Manufacturer narrative:
This record is a consolidation of events summarized as part of literature review when device and patient information is not available. This complaint has been generated based on findings discovered during post market surveillance literature review. The alleged event of implant rupture could not be confirmed since the device was not returned for evaluation and no other additional information was received from the author. More detailed information about the patient medical history, the event circumstances, radiographs and the involved device(s) must be available in order to determine the root cause. If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly. Device disposition unknown.

Event description:
The manufacturer became aware of a literature published by the ¿orthopaedic surgery and traumatology department, clínica universidad de navarra, spain¿. The title of this report is, ¿the efficacy of an intramedullary nitinol implant in the correction of claw toe or hammertoe deformities¿, published on may 17, 2019, which is associated with the stryker ¿smart toe system¿. This report can be found at https://doi.org/10.1007/s00402-019-03203-w. This report includes an analysis of the clinical data that was collected on 36 patients, and the cases in this study range from april 2013 to october 2018. During the review of the literature, it was not possible to establish a specific device detail, patient information, and currently no additional device information is available. It was reported that 2 patients experienced implant rupture. The report states, ¿implant ruptures occurred in four cases (8%). Of these, two (50%) were in proximal legs (19-mm straight, and 20-mm straight smart-toe® implant) and two (50%) were in distal legs (16-mm angled smart-toe® implant)¿.